Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized for the event. It was not reported if the patient was treated for the peritonitis. At the time of this report, it was not reported if the patient had recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). If there is any further relevant information from that review, a supplemental medwatch will be filed.